Manufacturer narrative:
The device has been returned and evaluated by product analysis on feb 16, 2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple unexplained pump reboot events. During investigation, the threads of the battery compartment were found to be stripped. The battery compartment was found to be cracked above and below the bumper pad. The threads of the returned battery cap were observed to be stripped. The returned battery cap was unable to maintain an electrical connection with the pump. A test battery cap was used and able to secure to the pump to maintain an electrical connection for testing. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 24 hour duration test without any power or reset issues. The pump cover was removed and there was no evidence of moisture or damage to the internal components.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the threads of the battery compartment and battery cap were stripped. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.